Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation service required alarms indicating a speaker failure were observed. The device's speakers were replaced to address the issue. There was no event log available for review to determine if the alarms occurred simultaneously. The manufacturer is reporting as a precaution. Additionally, not related to the above issue, the device's detachable battery, capacitor retainers and blower replaced preventatively . The device was tested and passed all final testing.